Event description:
It was reported that patient developed bilateral cornea edema/uveitis approximately 3 weeks after crystalens implantation. The patient also noticed a decrease in vision. The lens was ultimately explanted approximately 3 months post implant and a different model and diopter lens was implanted. The patient's current prognosis was described as good and no treatment. Reference MDR number 2031924-2013-00153 for the contralateral eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.